Manufacturer narrative:
After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product assessment center (pac) further evaluated the removed part and verified the reported issue. It was also observed that it logged an event code which is associated with device lock up. It was determined that the cause of the reported issue was due to an integrated circuit, designator u2.

Event description:
A customer contacted stryker to report that their device had displayed a blank screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There were reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had displayed a blank screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There were reports of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations the initial reporter phone, was left blank. The initial reporter¿s phone number is: (B)(6). Stryker performed an initial evaluation of the customer device and verified that the device displayed a white screen and would not respond to button presses. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.